Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the proximal part of the superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.